Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('tightly embedded essure coils'), pelvic pain ('increasingly severe pain/ chronic pelvic pain') and genital haemorrhage ('heavy bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: dysmenorrhea, cervicitis, headache, hemorrhagic cyst, vaginal discharge and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"). And back pain ("chronic back pain"). The patient was treated with surgery (d&c with ablation and da vinci laparoscopic hysterectomy, with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, medical device discomfort, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, embedded device, genital haemorrhage, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: removal date: (B)(6) 2019 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2016, essure implants in place. Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received: event added: tightly embedded essure coils, reporters information, lab data, rcc and medical history were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('tightly embedded essure coils'), pelvic pain ('increasingly severe pain / chronic pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, cervicitis, headache, hemorrhagic cyst, vaginal discharge and uterine bleeding. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (d&c with ablation and da vinci laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, medical device discomfort, abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, embedded device, genital haemorrhage, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: removal date: (B)(6) 2019 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: essure implants in place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. Plaintiff has never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent an endometrial ablation surgery in an effort to treat her heavy bleeding. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain and heavy bleeding (interpreted as genital haemorrhage). Due her heavy bleeding, she underwent an endometrial ablation. Both events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Also, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 28-sep-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4) no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain and heavy bleeding (interpreted as genital haemorrhage). Due her heavy bleeding, she underwent an endometrial ablation. Both events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Also, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.